Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The device was used only for monitoring the patient. After the event the customer examined the batteries and battery wells, but did not observe any discrepancies. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution physio-control replaced the system memory pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device powered off by itself multiple times. The cause of the reported issue could not be determined.